Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not working and biometric identifier gave error. A field service engineer followed the bioid requires maintenance - works in hta but not application knowledge article and successfully completed the repair, then rebooted the machine and observed a few errors before disconnecting and uninstalling the biometric identifier device, applied the lumidigm update package 1.3 release for using administrative privileges from the d: drive, and the update completed successfully. After installing the firmware, installed and connected a new biometric identifier device; upon startup, the application loaded correctly, and the customer authenticated successfully using biometric identifier without errors or a requires witness message, rebooted the system, validated biometric identifier functionality in the utility using the carefusion admin account, and rebooted again to confirm successful biometric identifier login, remained on site for an additional hour to monitor the system and confirmed that the biometric identifier continued to function properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet on pcu1 was not working and the bioid was giving an error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.